Manufacturer narrative:
Concomitant medical products: product ID: neu_stylet_acc, product type: accessory. Product ID: 37601, serial#: (B)(4), implanted: (B)(6) 2016, product type: implantable neurostimulator. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer representative (rep) reported that the healthcare provider (hcp) implanted the lead and tested the impedances during stage 1. It was discovered that contact 3 was an open circuit for all combinations showing over 40,000 ohms. Contact 3 was a broken circuit and this was unacceptable. There were no environmental or external factors as the lead was handled normally. The lead was removed and replaced; the impedances were normal for the new lead. The issue was resolved. The patient¿s indication(s) for use were parkinson¿s dual and movement disorders.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis is of the lead 3387s-40 stimloc dbs, lot# va1as3y found that the conductor was broken at electrode #3, 1.1cm from the distal end. Functional tests showed contact #0 = 40 ohms, #1 = 41.2, #2 = 40.1, #3 = open with no shorts. It was also found that 0 # 3 > 40,000 ohms, 1 <(>&<)> 3 > 40,0000, and 2 <(>&<)> 3> 40,000.